Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device had less than three months remaining battery. Boston scientific technical services (ts) discussed the slide deck and stated that this device was being changed out early. To date, this device remains in service. No adverse patient effects were reported.